Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the severely tortuous and severely calcified proximal to middle left anterior descending (lad) artery. A 7f mach1 jl3.5 sh guide catheter was selected for use. During the procedure, the physician inserted the 7f mach1 jl3.5 sh guide catheter to engage the target lesion. After the device was engaged, percutaneous coronary intervention (pci) was performed. However, during the procedure, it was noticed that the 7f mach1 jl3.5 sh guide catheter became difficult to remove. The device was then re-engaged for several times, hence, the torque had became unable to manage. The 7f mach1 jl3.5 sh guide catheter was checked and it was noted that the part near the hub was kinked. The device was replaced with a 7f mach1 jl4sh guide catheter to complete the procedure. No patient complications were reported.